Manufacturer narrative:
Correction: (model number).

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, a video was received that showed an esheath with delamination of the liner. Additional information: there was difficulty retrieving the device through the sheath tip. The sheath unraveled and kinked. It is suspected that the damage on the esheath occurred on withdrawal after valve deployment. There was no injury to the patient.

Manufacturer narrative:
Additional information: the esheath was returned after being used in the procedure with the introducer inserted. The sheath returned was visually inspected. The following observations were made: the liner was partially delaminated 6¿ in length from distal tip, there were two kinks observed on sheath shaft approximately 5¿ and 5.5¿ from the distal tip and minor damage on soft tip. A video was provided of the complaint device and showed the sheath shaft was twisted and evidence of a potential kink on sheath shaft. Due to the nature of the complaint, no functional testing was performed. The complaint was confirmed based on visual inspection. A device history review and lot history review could not be performed as the lot number was not provided. A review of the complaint history from november 2018 to october 2019 revealed other returned complaints for esheath with the similar complaint code (all models and sizes). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of complaint history revealed that the monthly occurrence rate did not exceed the october 2019 control limit for the trend category. Commander delivery system instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions involving the sheath and delivery system preparation. No IFU/training deficiencies have been identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported event was confirmed based on visual inspection of the returned device. Investigation of the device revealed no indication that a manufacturing non-conformance contributed to the event. A review of complaint history showed no indication a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ¿there was difficulty retrieving the device through the sheath tip. The sheath unraveled and kinked. It is suspected that the damage on the esheath occurred on withdrawal after valve deployment¿. Imagery shows that the sheath was twisted after use. The alleged ¿unraveled¿ sheath or the observed partial delamination on the returned device were likely caused by excessive manipulation such as torqueing of the sheath during device retrieval. Available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the (B)(6), a video was received that showed an esheath with liner delamination.

Manufacturer narrative:
Reference CAPA-20-00141.